Manufacturer narrative:
Philips service replaced the mrc tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the mrc tube failed prematurely with a rotor defect, causing procedure abortion on an allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.